Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 08-may-2023. H6: investigation summary: customer returned one used 32g 6mm pen needle. It was reported from the customer that found 1 pen needle white outer cover would not pull off to expose needle. The returned needle was visually inspected and tested using pen injector and no issues were found. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. Based on the samples received, embecta was not able to confirm issue. The root cause cannot be determined since the issue was not confirmed.

Event description:
It was reported that the bd ultra-fine¿ micro pen needle outer cover did not detach. The following information was provided by the initial reporter: consumer reported found 1 pen needle white outer cover would not pull off to expose needle.

Manufacturer narrative:
B.3. Date of event: unknown. The date received by manufacturer has been used for this field. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd ultra-fine¿ micro pen needle outer cover did not detach. The following information was provided by the initial reporter: consumer reported found 1 pen needle white outer cover would not pull off to expose needle.